Event description:
It was reported that a physician's dell x5 handheld device would freeze during interrogation. The frozen screen could be resolved performing a soft reset. The physician did not request a replacement as the handheld could be used without issue after performing the soft reset.